Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 14. On (B)(6) 2025, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and increased sensitivity. No further patient complications were reported.